Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the end cap leaked a small amount of chemotherapy while connected to a patient. Several nurses draw blood and have blood ooze out the end cap after removing the blood. There was no patient harm.